Event description:
In this event it is reported that automatrix extra shaft assy broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Returned product was 1 flexshaft date code could not be verified as the base of the flexshaft where the date code is stamped and the base is crimped to the flex sleeve is broken off/missing. CAPA-2023 opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through present. Complaint is considered substantiated. CAPA-2021 opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220) through implementation date of august 2022 (0822). DHR nor retain evaluation will be conducted as there is no batch information provided in case. Although there is no batch information proved in the case and there is no date code stamped on the product (missing) it meets criteria of either CAPA, complaint is considered substantiated. (Nwv).